Manufacturer narrative:
Not returned to manufacturer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08637. It was reported that the patient presented for a lead revision procedure due to an unknown lead issue. During the procedure, the physician was unable to tighten the sets crew of the pacemaker after fixing the lead into the device. The device was removed and replaced. Patient was stable.

Manufacturer narrative:
The reported event of the set screw becoming free and unable to be tighten was not confirmed by analysis. The device was received in normal working condition with normal setscrew insertion, removal, and tightening to the connector block. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the presence of epoxy, which prevented the contact spring from attaching to the ventricle chamber properly that may be traced back to a manufacturing anomaly. As a result of these findings, abbott is performing further investigation.